Event description:
A company representative - service personnel contacted technical service to report that pro+ surface power cord was cut. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. The pro plus mattress is intended for patient support and for the prevention and or treatment of pressure injuries. A search of the baxter maintenance records did not show baxter performed any preventative on this bed. It is unknown if the facility performs preventative maintenance on their beds. The baxter technician replaced the power cord to resolve the reported event. Based on this information no further actions are required.